Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the tka the attune femoral impactor broke in half upon impaction. That portion of the procedure was completed so no delay or patient harm occurred. Lot number is not known.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the photo of the device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.